Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. The supply/effluent line showed a severe kink and broken supply line. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 107 cm from the pump, the supply line was broken and completely separated. The device could not be functionally tested due to the extreme damage on the device. No pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken supply line. Kinks were also confirmed.

Event description:
It was reported that a catheter break occurred. The target lesion was in the mesenteric artery. An angiojet solent omni catheter was selected for use in a thrombectomy procedure. However, during unpacking, a crack was found on the middle of the catheter, the procedure was completed with another of the same device. No complications reported and the patient was stable.

Event description:
It was reported that a catheter break occurred. The target lesion was in the mesenteric artery. An angiojet solent omni catheter was selected for use in a thrombectomy procedure. However, during unpacking, a crack was found on the middle of the catheter, the procedure was completed with another of the same device. No complications reported and the patient was stable.